Event description:
In august 2005 the reporter contacted lifescan on behalf of the pt alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the pt four days later to obtain/verify in formation. Five days earlier the pt obtained a 278 mg/dl at 1:05 am, a 191 mg/dl at 9:11 am, a 222 mg/dl at 11:45 am, a 167 mg/dl at 3:14 pm, and 285 mg/dl at 3:38 pm. The pt drank a glass of milk at 8:00 am and took "70 to 80 units" of 70/30 insulin. Around 11 am pt ate blueberries for lunch, since pt was unable to walk and feeling too sick to prepare lunch. The pt was not eating food due to the elevated results. Around 3:38 pm pt administered a little over 100 units of 70/30 insulin due to the 285 mg/dl result. Shortly following the insulin injection, the spouse decided to contact ems due to their appearance. They arrived shortly thereafter and obtained a 45 mg/dl on their meter. The pt was administered a glucose tablet and orange juice. The pt refused to be transported to the hospital and no further blood glucose tests were performed prior to their departure. The pt confirmed that their test strips were within expiration date, stored properly, and not opened longer than the discard date. Pt also confirmed that the test strip vial cap was not broken or cracked. The pt was unwilling to perform quality control testing. The pt did mention cleaning their fingers with an alcohol wipe prior to testing, which is not the appropriate way to clean the puncture site. Based on the information provided, there is no evidence of product malfunction, however the pt suffered a serious injury and received medical attention possibly bue to the product(s). Pt developed symptoms of low blood glucose level, while obtaining relatively elevated results, had not had food due to the meter results, treated themselves based on the meter results, and received treatment for hypoglycemia. Therefore, this complaint is bein reported as an adverse event. The meter, test strips, and control solution were replaced.